Manufacturer narrative:
Corrected data: d4 ¿ UDI. D9: date returned to mfg 5/30/2024. One device was returned for analysis. Visual inspection showed scratched lcd lens, a bubbled dso seal, and a worn uso seal. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. A history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's high-pressure alarm doesn't activate. The event happened during testing. There was no patient involvement.